Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over the phone to address the reported issue. During troubleshooting, fse found that the instrument was giving flags 24 and 43 errors within the prior week. The customer stated that the flags appear after the completion of the drain flush but then clears after they re-run. Fse instructed the customer to replace the sample nozzle, recalibrate, and then run quality controls (qc). The customer was also instructed to run patient samples but the issue persisted. Fse then advised the customer to replace the pre-filter and complete drain flush and run the instrument. The issue resolved thereafter and the customer did not observe any further erratic retention times. However, after several days, the customer began observing flags 24 and 43. Fse then visited the customer to address the issue. Fse reviewed the chromatograms on flag 24 and 43 and observed run times fluctuating from 4.8 to 6.3 minutes, with a flow factor (ff) of 1.08 ml/min. Fse replaced the purge and uptake valves and also performed a drain flush, recalibrated, and ran qc. The calibration and qc were within range. Fse then ran four racks of patient samples and did not observe any flags. The instrument was verified as operational. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the installation date of (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 4 screen operations indicates the following: flag codes 11-20: when +10 is added to the above code (11, 12, 13), the analyzer will perform the flag error check only when the calibrator is processed. Flag 24 report if only one unknown peak was detected. Flag 43 report if p-hv3 peak was detected. To enable, set as "43>9999.99". The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why: on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the erratic retention times and flags 24 and 43 was due to failure of the diaphragm plunger.

Event description:
A customer reported getting fluctuating sa1c retention times (rt) for a week on the g8 instrument. The customer observed check peaks and hemoglobin variances (p-hv3). However, when they repeated the sample, it was reportable. The sa1c rt fluctuates between 0.53-0.61 minutes. The sa1c rt that day was 0.61 minutes and they did not see any flags. The column count, pressure, and total area were acceptable. However, upon follow-up, the customer reported that they were still having flags and retention times were very erratic ranging from 0.54-0.67 minutes. Field service engineering was dispatched to address the reported, which resulted in delay of reporting hga1c patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, (B)(4) per exemption number e2017013. The customer continued receiving flag 43 and "211 peak pattern" errors after changing the sample nozzle on their g8 analyzer. The column count was reported to be 1787 injections and sa1c retention time (rt) was 0.53 minutes. The customer called back to state that they had also received flag 24, one unknown peak detected. The field service engineer (fse) instructed the customer to replace the pre-filter, complete a drain flush, and then run the instrument. However, the flag 24 and 43 persisted. Fse went back to the customer site for further troubleshooting. During this visit, fse observed high retention times and poo peaks on the chromatograms. Fse replaced the column but there was no change in retention times and they were still getting flag 24 poo peaks. Fse put the old column back in the instrument and tried to adjust the flow times. However, there were no changes in retention times. Fse then replaced the uptake and purge valves with the same result. A flow pump was ordered and fse returned to the customer site to install it. Fse replaced the flow pump and adjusted the flow time. Patient samples had retention times of 0.60-0.62 minutes. The flow time was 1.09 ml/min. The customer reported that they were running the instrument without any further errors. A few days later, the customer called stating that the flags 24 and 43 had returned. The customer stated that they replaced the column due to the column count and set the flow rate to 1.5 ml/min as stated on the column sheet. Fse advised the customer that 1.5 ml/min was high but the customer insisted that 1.5 ml/min was indicated on the column sheet. The customer was not able to run the instrument due to the flags. Fse went back onsite for further troubleshooting and review of the column sheet. The column sheet indicated that the flow pump should have been 1.03 ml/min. Fse set the flow time to 1.03 ml/min and ran 5 normal patients repeatedly and adjusted the flow time until the desired retention time of 0.58-0.62 minutes was attained. The final flow time was set to 1.11 ml/min. Fse observed the analyzer during normal operation of about 85 patient runs and noticed that the retention times had begun to rise while the column pressure began to decrease. Fse performed a drain flush and re-ran the 5 normal patients that previously reported with high retention times. The retention times had dropped to the 0.58-0.62 minutes range. Fse instructed the customer to continue running the instrument and when they were finished, fse ran 5 normal patients with retention times ranging from 0.58-0.62 minutes. Fse repeated the same 5 patients observing the retention times and the column pressures. At 105 run count, the retention times began to rise and the column pressure began to decrease. Fse checked the fitting at the rotary and injection valve, drain valve, syringe, column, prefilter, flow pump, and the buffer valves for tightness but no changes occurred with the retention times and pressure. Fse replaced the buffer valve 2 and 3 but no changes were noted. Fse then replaced the degassing chambers and the vacuum pump, but still did not see any changes. Fse then placed the original parts back on the analyzer. Fse returned to the customer site for further troubleshooting. During this visit, fse replaced the drain valve assembly and ran quality controls with acceptable results. The customer ran patient samples during the day while observing the column pressure and retention times. At around the 100 run count, they observed that the retention times began to rise while the column pressure stabilized with patient samples that had been getting a retention time of 0.60-0.62 minutes. Fse then adjusted the flow time from 1.09 ml/min to 1.11 ml/min, but did not get the expected result. The issue was unresolved and the instrument was eventually deinstalled. (B)(4). The most probable cause of the erratic retention times and flags 24 and 43 could not be determined. The instrument was deinstalled and is currently pending further evaluation.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the g8 instrument was deinstalled and returned to the instrument service center. The engineer ran a baseline switching reagent noise graph to determine if any drift existed the instrument. The drift was evident and the errors were duplicated. The 5v-24v switching power supply was suspected as drifting and was replaced. A new trace was run and was stable. A new calibration curve was established and a 10-point precision of whole blood was run on the instrument with good results. The instrument was left overnight and the 10-point whole blood precision was run again with good results. The calibration curve was established and 2-point quality controls were run with good results. During the 10 point whole blood precision run, the results were as follows: mean 5.390%, standard deviation (sd) 0.032%, and %coefficient variant (cv) 0.587%, which was within acceptable range. Evaluation codes: results: 4203 electrical/electronic component problem identified. Conclusion: 4307 cause traced to component failure. The most probable cause of the reported event was due to failure of the 5v-24v switching power supply.